Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient came back about a week and a half after a pvc ablation using two 6-12f mynx control venous vascular closure devices (vcd) with "an infected left groin". The physician explained there was an abscess so he "popped it and a lot of pus came out" and then prescribed the patient oral antibiotics. There were two access sites on the left limb. An unknown 6f and unknown 11f sheath were used in the left groin. After deployment of the vcd there was some oozing noted at both sites so he injected lidocaine into groin. The devices were stored and prepped according to the instructions for use (IFU). The patient did not have any risk factors for infection. The device was prepared and used per the instructions for use. The patient did not receive prophylactic antibiotics prior to the procedure and was not immunocompromised, nor had they experienced any recent infection. There was no device or package damage noted prior to use. Anticoagulants were used during the procedure; specifically, heparin was administered and reversed with protamine at the end of the case. No issues were noted during balloon retraction or the button #2 step. No other closure device was used in the affected limb. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, a patient came back about a week and a half after a pvc ablation using two 6-12f mynx control venous vascular closure devices (vcd) with "an infected left groin". The physician explained there was an abscess so he "popped it and a lot of pus came out" and then prescribed the patient oral antibiotics. There were two access sites on the left limb. A unknown 6f and unknown 11f sheath were used in the left groin. After deployment of the vcd there was some oozing noted at both sites so he injected lidocaine into groin. The devices were stored and prepped according to the instructions for use (IFU). The patient did not have any risk factors for infection. The device was prepared and used per the instructions for use. The patient did not receive prophylactic antibiotics prior to the procedure and was not immunocompromised, nor had they experienced any recent infection. There was no device or package damage noted prior to use. Anticoagulants were used during the procedure; specifically, heparin was administered and reversed with protamine at the end of the case. No issues were noted during balloon retraction or the button #2 step. No other closure device was used in the affected limb. The devices will not be returned for evaluation. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. Without the return of the devices for analysis, the reported customer complaints "sealant inability to achieve hemostasis and infection" could not be evaluated. In addition, patient related events cannot be duplicated in a lab. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy/comorbidities contributed to the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.